Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that a pinhole leak on the extension tubing was discovered around the clamp. It was too close to the junction to repair. Catheter removed and new one inserted. No patient injury.

Manufacturer narrative:
Submit date: 10/16/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Samples were received for evaluation, sample consisted of one assembled catheter 14.5fr palindrome with slots, the visual inspection was performed it revealed a hole on the arterial extension; the defect was found where the clamp is placed on tube extension. This defect has been confirmed. Based on the available information, the most probable root cause can be considered as misuse. Based on hole presented on sample received, this defect could be caused by a sharp object. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure test. Qa performs in-process inspection at the final stage of production and which would identify this issue in the catheter assembly.